Event description:
It was reported that on (B)(6) 2026, the patient underwent transurethral plasma resection of bladder tumor under combined intravenous and inhalation general anesthesia. After the procedure, the patient returned to their room, fully conscious, and was taken in with a urinary foley catheter. On (B)(6) 2026, urinary leakage was discovered at the urethral opening, urinary incontinence, and the patient's clothing and bedding were damp.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.